Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced a failed sensor five days after insertion. Pt reported that she got erratic readings the day her sensor failed, with cgm readings at 312 mg/dl when her blood glucose reading was at 132 mg/dl. Pt removed the sensor instead of re-calibrating. Upon removing the sensor, she noticed that length of the sensor wire was "not quite right." She reported that a small sliver of the wire was sticking out of her skin so she remove it with tweezers. Pt reported no injuries and no discomfort or irritation at the insertion site. No medical intervention was required, and pt was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.